Event description:
The customer reported to philips healthcare that the heartstart xl+ could not defibrillate because of error message. It is unk if there was any patient impact.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.